Manufacturer narrative:
The reporter, from the dental laboratory, reported that an endopore abutment had fractured. However, he did not provide any specific information regarding the cause of the abutment fracture. The dental lab reported that the patient's implant is fine. No evaluation was performed: the product has not been returned to sybron implant solutions corp. For evaluation.

Event description:
In 2009, a dental laboratory reported to sybron implant solutions corp. That an abutment had fractured.